Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking was able to be confirmed. The reported difficult or delayed activation was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly tortuous anatomy and/or inadvertent mishandling resulted in the noted multiple stent sheath kinks and the noted partial outer member-stent sheath bond area separation resulting in preventing the shaft lumens from moving freely; thus resulting in the reported physical resistance / sticking thumbwheel/noted mechanical jam and the reported difficult or delayed activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly tortuous lesion in an unknown artery. The 8.0x80mm absolute pro self expanding stent system (ses) was advanced to the target lesion however the thumbwheel would not rotate and the stent could not be deployed. The shaft was pulled on and the stent was able to be deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly tortuous lesion in an unknown artery. The 8.0 x 80 mm absolute pro self expanding stent system (ses) was advanced to the target lesion however the thumbwheel would not rotate and the stent could not be deployed. The shaft was pulled on and the stent was able to be deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.